Event description:
Experienced sound percept problems. The pt was seen for evaluation. Testing performed confirmed that the device was no longer functioning. The pt's c1 device was explanted. The pt was reimplanted with another. Advanced bionics cochlear implant.